Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 21 mmol/l. The user alleged the insulin pump was under delivering insulin due to they received a new insulin pump his blood glucose had been high. The customer was assisted with troubleshooting. The customer was treated with pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they performed a self-test, insulin pump passed, performed displacement test, insulin pump passed but the insulin pump did not pass high pressure test. The reservoir will not be returned for analysis.